Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery the titanium elastic nail (ten) the inserter broke during blocking. No surgical delay is reported. No information available about patient condition and outcome. Concomitant reported part: titanium elastic nail (part/lot unknown, quantity 1). This is report 1 of 1 for (B)(4).